Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital reported that the vitrectome did not cut well during surgery. The vitrectome was used on a pt. There was no harm reported. Additional information has been requested.